Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that balloon withdrawal issues and stent migration occurred. The target lesion was located in the proximal right coronary artery. A promus element¿ plus stent was implanted distally and a 3.50x24mm promus element plus stent was positioned proximal to the first stent and deployed at 22 atmospheres. The physician used the balloon of the proximal stent to dilate the distal stent and afterwards used the same balloon to dilate the proximal stent again. The balloon became stuck to the proximal stent and the stent remained on the balloon. The device was completely removed from the patient. There were no patient complications and the procedure was completed with another of the same device.